Event description:
It was reported that the patient experienced cylinder buckling with an inflatable penile prosthesis (ipp). It was indicated that the original device seemed to be oversized. A revision surgery was performed in which the cylinders and pump were replaced with a smaller device. There were no patient complications.